Manufacturer narrative:
Submit date: 03/05/2017. This complaint was investigated. No discrepancies were found during the device history review. Sample was received for analysis and investigation. Based on cts information the actual device involved was a palindrome catheter, however the sample received at cms was a mahurkar 13.5 cm catheter without arterial (red) adapter. The catheter came inside a generic plastic bag and did not present signs of use and the red adapter was detached from the extension and it was not presented in sample returned. Additionally the venous (blue) adapter did not present any problem. The sample was provided by the customer, based on visual inspection the catheter did not present signs of use and the red adapter was not present in the returned sample. The instructions for use (IFU) states that the customer has to perform an inspection before using the device: [do not use the catheter if it is damaged or appears defective] and continues, [over tightening catheter connections can crack some adapters]. Based on the event description the catheter was replaced, this implies that the catheter functioned as intended for an undetermined amount of time and the defect was not identified prior to use, for these reasons this potential cause could not be discarded. The evidence provided is not enough to relate this event to the manufacturing operations; the red adapter was not present in returned sample. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed (most likely catheter overtightening). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date 12/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated.